Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, the washer on the inner assembly was dislodged which would have resulted in the reported event. There was gray/black metallic particulates covering the device. There were black markings/scratches on the proximal end of the outer hub. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece, but console testing was not performed due to the loose washer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the drill bit was used for the first time, the left and right amplitude of swing were too large and it couldn't be used normally. The swing was too large, causing the bur to shake when in use. The issue was found out when the user was just using it during a frontal sinus surgery ( during installation stage ) and was not used on patient. There was a surgical delay of 3 minutes. There was no patient impact. The procedure was completed with backup products.